Event description:
It was reported that stored episodes showed that the patient received an inappropriate shock. Undersensing of a supraventricular tachycardia and post-paced t-wave oversensing were observed. The device was explanted and replaced.